Event description:
It was reported that (2) device were used during a hernia repair. It was reported by the affiliate that both ems instruments jammed. Another instrument was used to complete the case. There was no consequence to the patient.